Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the trigger was actuated and the clips could not be fed as the tip of the advancer was noted to be bent towards the tissue stop; this condition prohibited the clips to advance. No further testing could be performed to evaluate the reported event due to this condition. The device was disassembled in order to evaluate the condition of the internal components and the tip of the advancer was confirmed to be bent; in addition, six clips were found to be inside the clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Event description:
It was reported that during a "lc" procedure the doctor, while using the clip applier in the first few firings, the clip formed well till the last one. The clip formed a twisted form, which couldn¿t bite the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.